Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt her stimulation turn off because it ¿sucks the life force out of you¿ when it turns off. The patient went to charge her implantable neurostimulator (ins) and noticed that the recharger was completely empty and so was the ins. The recharger charged in the wall outlet for 8-10 minutes, and then when she was able to connect and start recharging her ins, the 25% quartile was blinking. The patient was able to get 8 bars but only 5 bars when she walked around. This was considered as a sudden loss of stimulation. The patient was in an incredible amount of pain, and the pain was horrific, and it had been going on since the day the patient had the ins replaced. The patient was not provided with a fully charged ins at implant and that none of the implantable neurostimulator recharger (insr) equipment was fully charged either. The patient reported that they had to sit ¿tethered¿ to the recharging equipment just to recharge the ins. The patient reported that it was difficult for the patient because the patient was so swollen from the implant surgery that it was difficult for the patient to sit. The patient was charging too often and was frequently charging every other day. The patient had charged four times between the implant on (B)(6). The battery kept depleting the charge. The patient stated that every two days it would go completely dead and the patient had to recharge. The patient stated that there was something wrong with the battery. The implant depleted 44 hours after her implant ((B)(6) 2016). The patient charged to 100% and it went dead again on (B)(6) 2016 and again on (B)(6) 2016. The patient had two programs programmed into a 2x4 monarch lead implanted (B)(6) 2005. A1 was programmed with 3 anodes and 1 cathode for left leg coverage at 6.5 amps and 80 rate, and a2 was a copied mirror of a1. The calculation of the battery longevity with these programs was 2 days. The manufacturing representative (rep) took a2 away, programmed the 1st lead to 2 anodes and 1 cathode on 012 at a rate of 40 at 7 amps. The reprogramming adjustment should be a more efficient use of energy and would hopefully double the time between charges. An impedance check showed no impedances out of the norm. The patient got 8 bars at every recharge. The patient claimed her pain relief was good. The patient reported that the external charger was replaced in order to resolve the issue of not holding a charge since implant. At the (B)(6) 2016 surgery, the patient had pleurisy. The patient noted that a smaller, less powerful battery was implanted without being discussed. The patient stated that the pain had not been resolved and that the (ins) battery was too small. The patient was not happy with the recharge interval. The rep reported having met with the patient to assess settings and import into the new ins. The rep noted that the ins battery was nearing end of life (eol); thus, the need for higher amplitude settings. The patient and patient¿s daughter reported via the rep that the patient had to charge for long periods of time and were inquiring about the recharge frequency with the new ins. The rep noted that no exact timeframe could be provided due to unknown amplitude settings and different parameters and restated this to the patient and daughter. However, it was noted that while the recharge interval may be different with a different model than the previous ins, the output would not change. The implanting physician noted that the pocket was deeper than he typically made them as it was done by another implanting physician. The rep noted that this likely caused the extended recharge sessions in addition to the patient leaving stimulation on 24 hours. The pocket depth was corrected; impedances were checked and were within normal limits. Following surgery, the patient had been assessed by staff, and the rep programmed the settings into the ins and began increasing amplitude. The patient was supine with the head of bed (hob) elevated at about 45 degrees and the knee gatch raised under the knees. The rep allowed the amplitude to slowly scroll up; when it got to 5 and no response, the patient was again asked if stimulation was felt. The patient reported having felt it in the abdomen. This had occurred a number of times while several setting changes were attempted in order to achieve leg coverage. During one of these times, the patient moved during the time of amplitude change, and it was too strong giving the patient a shocking sensation. Because the patient was moving, the programmer wand became dislocated from over the ins. The patient then moved to a more upright position. When the rep increased the amplitude, the patient felt coverage in her legs where it was needed. During the entire time, the patient¿s body position was the issue, and was in a ¿v¿ type position as the final settings were those that were retrieved from the previous ins. When the patient sat up the stimulation pattern changed. Due to the patient¿s positioning, it caused an odd stimulation pattern, extended programming, and frustration. The patient was non-compliant in answering questions and did not readily tell the rep if stimulation could be felt until it was too strong. The recharger and information was provided to the daughter, the patient had the patient programmer. The rep reviewed using the recharging belt rather than taping the antenna to the patient¿s skin, or getting yoga pants, and apply the antenna under snug yoga or bike pants to hold it in place. The rep noted that it was a concern that the patient was unclear on the efficiency squares, and the indication of this. Updated literature was provided to the patient about this. Additionally, the rep reported having spoken with the implanting physician, noting that the physician multiple styles of stimulators for replacements. The rep noted not being the one to choose the stimulator; it was communicated to the rep what had been ordered. The patient stated to the rep in pre-op that the physician ¿said that the new battery would do a lot more than the older one.¿ the patient was able to turn on stimulation after charging the implantable neurostimulator (ins); then it went off again and again. By the time the patient had gone back to see the physician and the manufacturer representative (rep) on day seven, the patient had to charge three times, with the first time being four hours and the second and third being almost six hours. The rep later reported that the ins was explanted and they replaced it with a different model ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.